Event description:
In this event it was initially reported that a pt with known allergies to tetracycline experienced nausea after use of ah 26. During a f/u on (B)(6) 2012, info was rec'd describing symptoms in addition to nausea. The pt reportedly also experienced respiratory and pulmonary issues and inflammation of the mucosa, skin and eyes as well as blisters on the face and hands. In addition to ah26 the pt was treated with several endodontic materials, one containing tetracycline. The pt's symptoms improved about a week later, after treatment with an antihistamine by an allergist.

Manufacturer narrative:
While it is unk if the device used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device was not provided for retained-product testing and/or DHR review.